Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 536mg/dl. The customer indicated that they entered the bolus amount correctly and not sure why their blood glucose is high. Customer declined to further troubleshoot and indicated that they would call back if further assistance is needed.